Event description:
Per (B) (4) adverse event report, this pt developed a "baseball sized" hematoma post device implant. The hematoma was successfully drained on (B) (6)2009, and the system remains implanted. Should add'l info become available, this report will be updated. Setrox s 45, (B) (4), MDR 1028232-2010-01508; corox otw-s 75-bp, (B) (4), MDR 1028232-2010-01509; setrox s 45, (B) (4), MDR 1028232-2010-01510.